Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument yaw pulley was thermally damaged. There were char marks with missing material measuring 0.075 x 0.087. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the missing material from the char marks found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cauterizing debris accumulated at the maryland bipolar forceps instrument joint - stopped cauterizing - unable to clean & cauterize. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.